Event description:
During a prodisc-l procedure at l5-s1, the surgeon was using the chisel 10mm and it split the vertebral body and pushed a small piece of the posterior cortex back in towards the spinal cord. Surgeon placed the prodisc-l and completed the procedure. The following day, the patient was returned to the operating room for removal of the small piece of bone. Surgeon indicated he felt the event was due to a dull chisel.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.